Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "after dr removed previous implants, he then followed the surgical technique for restoration ha 205 stem. As he proceeded through the protocol, he ended with broaching the femoral canal with a gold #9 broach from cea instruments and reamed at 14.5mm cylindrical reamer. Went to implant #9 x 15mm restoration ha 205m stem. No fixation. The #9 x 15 stem could actually be turned + or -10 degrees. Dr then used a #10 gold broach and could not insert fully seat in canal without taping. He then cylindrically reamed with a 15.5mm reamer. Reinserted #10 x 16 205 with the tight fixation needed."